Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead failed to advance over the guidewire due to the presence of blood in the electrode. The lead was not used and replaced. The patient was in stable condition.